Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in early 2019, the patient started having difficulty charging the ins. On (B)(6) 2019, they charged the ins with excellent charge quality for about 2 hours, but the ins charge was still displaying red (a nearly depleted state). The patient had also complained that they had been needing to recharge every day, which they hadn't needed to do previously. No symptoms were reported that were associated with these recharging difficulties. It was noted that the patient was concerned that the ins would go into a discharge state. It was confirmed that there were not any new programs nor had the patient switched groups. It was reviewed that repeatedly waking up the controller screen while charging would slow down the charging efficiency. It was confirmed that the patient was indeed doing that, so it was reviewed to have the patient monitor the charging status by looking at the green light. During the call, the ins was charged, and had incremented from a red status to an orange status, which indicated the ins was charging normally. They were redirected to the doctor to discuss the concerns regarding how frequently the patient has been needing to recharge since programmed settings can affect recharge frequency. No further complications were reported or anticipated.